Manufacturer narrative:
Reported event: the reported device was confirmed to be a 3.0 rio® robotic arm - mics, catalog# 209999, serial# (B)(4) which displayed a 23 error code during a case. Device history review: a review of the device history records shows that the qips for (B)(4) were reviewed and signed off on november 11, 2016 all with passing results. Device evaluation and results: the device was inspected per gsp (B)(4) as shown below: the error 23 was confirmed and attributed to dust on the j5 encoder glass. The encoder glass was cleaned to resolve the issue and the system was successfully tested to confirm readiness for clinical use. Complaint history review: a review of complaints related to p/n 209999, serial number (B)(4) shows no other complaints related to the failure in this investigation. Conclusions: the 23 error code was confirmed. The issue occurred during a case but there was no harm to the patient and the case was successful. The issue was cause by dust on the j5 encoder glass which was cleaned during the repair. The failure is attributed to normal use. Corrective action/preventive action: no further action is required.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The mps reported an error 23. The robot was not used to complete the case. The surgeon converted to manual.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The mps reported an error 23. The robot was not used to complete the case. The surgeon converted to manual.